Event description:
It was reported the patient was experiencing discomfort at his scs ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg pocket site was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient is still experiencing pocket discomfort also described as burning at the original pocket site. The patient is to consult with the physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified, the discomfort at the ipg site has resolved.